Manufacturer narrative:
Conclusion: this complaint is classified as application failure.

Event description:
The customer reported that one of their clinimacs cd34 reagents failed in regard that the grey rubber stopper in the vial completely collapsed in on itself when inserting the universal vial adapter (mckesson, cat #ur12b20109) in order to remove the reagent and transfer it to a bag. This resulted in the cd34 reagent being exposed to the environment and not sterile, rendering it unacceptable for use in the cell manufacturing procedure. There was a backup vial of the clinimacs cd34 reagent in place which was used to successfully complete the cell separation procedure. Therefore the patient's treatment was not compromised. Based on the information provided an adverse event for the patient can be excluded. The event happened at: (B)(6).